Event description:
P1008 - n/a issue: on 02/28/2024, it was reported to customer service that dr. (B)(6) reported that on (B)(6) 2024 he had a posterior capsular rupture on procedure 538. He could not use a normal iol, he had to use a sulcus iol.

Manufacturer narrative:
363: poor suction ring application with tilt may have contributed to reported capsular tear. 370: poor suction ring application with patient positioning may have contributed to reported capsular tear. 371: laser capsulorhexis was completed without issue and laser found to have functioned as designed. No further clinical follow up.